Manufacturer narrative:
The customer representative examined the system and completed a preventive maintenance; no system parts are returning for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that during surgery, the system would not aspirate. The handpiece and tip were replaced, but the system still would not aspirate. The surgery was converted to extracapsular cataract extraction. Additional information received indicated that the surgeon was in phaco mode and the occlusion bell was heard. The ophthalmologist reported that they do reuse tips and cassettes, which are labeled as single use devices. Additional information has been requested.